Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low readings and excessive no delivery alarms. Customer had readings in the 40's and 50's mg/dl and would go up to 300-400 mg/dl. The customer treated the low reading with juice and 20 grams of carb snack. The customer treated the high reading with the pump. The customer stated that he changed the set due to no delivery alarm. The insulin pump will be returned for analysis.